Manufacturer narrative:
H4: device manufactured between october 21, 2019 to october 22, 2019. H10: the device was received for evaluation. Unaided visual inspection was done and no defect could be identified of the reported issue on initial inspection. A visual inspection was done which observed a leak at the spike port. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause could not determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was identified during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.